Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to damaged usb connector. A receiver charge test was not performed due to damaged usb connector. A receiver boot test was performed and failed due to damaged usb connector. Functional tests were not performed due to damaged usb connector. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to damaged usb connector. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).